Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-140- supplier manufacturing defect. Based on the post market review (B)(4) and review of the FDA's total product life cycle (tplc) - total device problems, for possible delay in administration of insulin. Reference - CAPA (B)(4). Note: contact customer on (B)(6) 2016 in a follow up call; customer states that the insulin syringes is leaking her insulin in her hand ,and her had gets wet .customer states that her insulin is expensive. Customer states that she just wanted us to know that the syringes were leaking. Customer still have the syringes. I will replace the syringes. Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Per customer's email received: thought you might like to have the following information. I have been using your sunmark trueplus 31 gauge insulin syringes for several years. I purchase them every month from pharmacy in boxes of 100. This past year I have noticed there are several defective needles in each box. Some leak where the needle is attached to the syringe and the insulin runs out into my hand. This is the most concerning since insulin is very expensive now ((B)(6) dollars a vial) and I do not have insurance. Other defective syringes I had would not draw any fluid in them .like the needle has no opening in it. I have just started to collect the defective needles in case you would like to see any. The box I have now is marked lot: np15156.